Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Debris/tissue observed in the valve channel, which likely disrupted in teh seal, causing a leak.updates/corrections made to sections: b5, d6b, d9, g3, g6, h2, h3, h6.

Event description:
Deflation resulting in explantation.

Event description:
Alleged deflation.